Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and data, the fse determined that the cause of the discordant calcium results were unknown. The fse replaced valve (cdev1), dilution washer up down (dwud) tubing, washer up down (wud) nozzle and adjusted the mixer 2 cover that was in contact with the mixer rod. The instrument is performing according to specifications and no further evaluation of the system is required.

Event description:
Discordant calcium (ca) results were obtained on multiple patients on an advia 1800 instrument. The discordant results were reported to the physicians. The same samples were repeated and the corrected results were reported to the physicians. There are no known reports of adverse health consequences or patient intervention due to the discordant calcium results.